Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient's caregiver (cg) saw air in the patient line. This occurred on the homechoice (hc) during use, during fill 1. The patient was connected to the hc. The cause of the air was undetermined. The technical service representative (tsr) assisted the cg in ending therapy. The tsr advised the cg to start over with new supplies and to contact the registered nurse (rn). The cg understood and would start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.